Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and suprarenal aortic extension on (B)(6) 2012. A follow up computed tomography angiogram (cta) on (B)(6) 2016 showed a potential type 3b endoleak or a potential type 1 endoleak. The physician elected to reline the original device by implanting an additional bifurcated stent. A persistent leak was still seen during the procedure and the physician elected to implant a limb extension to seal the endoleak. The patient is stable.